Event description:
Note: the date of the event is not known. A hydrothermblator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "there was some kind of burn involved". Despite attempts to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The device has not been returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.